Event description:
It was reported that, during a humerus plating procedure, the surgeon was unable to get any of the 2.7mm variable angle locking screws into any of the distal holes of the variable angle distal humerus plate. The surgeon also tried, unsuccessfully, using a threaded drill guide. The plate was removed and the surgeon used several headless screws to fix the communited capitulum. No fragments were reported. The surgery was delayed for fifteen minutes. No patient harm was reported. It was reported that post-operatively the patient is doing really well and moving the elbow. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that the: 2.7mm variable angle locking screw (02.211.020 / lot # unknown / mfg location: unknown / mfg. Date: unknown) (B)(4) for the implants(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The implants were manufactured in june of 2013. The plate is in good condition with no damage observed. The locking threads on the heads of both screws are deformed and rolled. The deformation appears to be the result of inserting and torqueing the screws outside the nominal angle. Proper use and maintenance for the returned implants(s) are addressed in technique guides j11213-e. The complaint condition was caused by method of use, rather than the design of the instrument. This complaint condition is possibly a result of method of use, and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.